Event description:
The facility reported a pump with failure code 703:00 on channel b. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 10, 2007. Evaluation summary:the reported condition of failure code 703:00 on channel b was confirmed in the pump's event history file. During product evaluation, a defective user interface module printed circuit board (uim pc) was observed. The reported condition of failure code 703:00 confirms the defective uim pcb. The uim pcb was replaced and the device was tested.